Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump's reservoir lip ring was damaged and . The customer¿s blood glucose level was 9.2 mmol/l. The customer also reported that the reservoir was able to lock in place when inserted in insulin pump but not very well. The insulin pump will not be returned for analysis.